Event description:
Pts (pt a and b) complained of being shocked during ifc and russian mode stim treatments. Pt a received a shock during ifc treatment being applied to the lower back. Pt b received a shock during mode treatment. No treatment location was indicated for pt b. No reported injury treatment and/or, post injury treatment was noted from the complainant.

Manufacturer narrative:
No issue found with unit. All waveforms and outputs are within specifications.